Manufacturer narrative:
The reported event of sensing noise was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies, except for procedural damages.

Manufacturer narrative:
Implant date is estimated to have occurred in 2020. Further information was requested but not received.

Event description:
It was reported that episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The patient experienced syncope due to the event. The rv lead was explanted and replaced to resolve the event. The patient was stable.